Manufacturer narrative:
Batch review performed on 15-oct-2019: lot 181132: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 20/06/2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2860mhc double mobility hc liner 28/dml (k092265) lot. 180156 batch review performed on 15-oct-2019: lot 180156: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 21/03/2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection 10 months after primary, the pathogen is unknown. The surgeon removed the medacta versafitcup dm liner hc 60/28 and medacta mpact dm acetabular shell and inserted an antibiotic spacer. The surgery was completed successfully.